Event description:
Lawsuit alleged the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleges that the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages' and has sustained 'loss of companionship and society'. It was further reported that the right ventricular (rv) lead had fractured. It was noted that there was a rv bipolar lead impedance warning and a sensing issue as there was a high count of short v-v (ventricle -ventricle) intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of [right ventricular (rv) lead fracture] was previously submitted via an alternative summary report (asr). The manufacturer has voluntarily discontinued this asr, so supplemental information is being submitted via a 30 day report. Product event summary: the partial lead was returned in segments and analyzed. The right ventricular defibrillation coil conductor was fractured in-vivo at the crimp of the cross-grove. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.